Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted. The ra lead was not used. There were no patient consequences.

Manufacturer narrative:
The reported events were unable to implant. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections found no anomalies. The helix was found to be partially extended and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. Electrical testing found no indication of conductor fractures or internal shorts.